Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve failing to recover with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. : bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the rubber sleeve of the bd vacutainer® push button blood collection set did not recover. No serious injury or medical intervention reported.